Event description:
The customer reported that during a routine check of the unit, they observed that two pins on the pressure connector were pushed in and no electrocardiogram waveform was visible on the display.